Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the hard drive's power supply and cpu fan.

Event description:
Customer reported the panorama central station shut down due to a thunderstorm, which may have affected telemetry monitoring. No pt injury was reported.